Event description:
A lab technician experienced skin irritation on face, hands, fingers, palms and arms while using palaxtreme. The technician sought medical care and allergy testing from a dermatologist and was prescribed corticosteroid tablets and ointment. Results of the allergy test are not available at this time. The technician's symptoms are improving while using these prescriptions. This material is not sold in the USA, however, a similar product sold in the USA contains these same ingredients.

Manufacturer narrative:
The lab technician experienced skin irritation on face, hands, fingers, palms and arms while using palaxtreme. The technician sought medical care and allergy testing from a dermatologist and was prescribed corticosteroid tablets and ointment. Results of the allergy test are not available at this time. The technician's symptoms are improving while using these prescriptions. The technician reported that they wear gloves sometimes while using the product. Diligence in personal protection is recommended in the IFU as required. This material is not sold in the USA. Kulzer north america distributes a comparable product, but it does not contain substances added for high fracture resistance, thus the properties are different.

Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the lab technician having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The lab technician experienced skin irritation on face, hands, fingers, palms and arms while using palaxtreme. The technician sought medical care and allergy testing from a dermatologist and was prescribed corticosteroid tablets and ointment. Results of the allergy test are not available at this time. The technician's symptoms are improving while using these prescriptions. The technician reported that they wear gloves sometimes while using the product. Diligence in personal protection is recommended in the IFU as required. This material is not sold in the USA. Kulzer north america distributes a comparable product, but it does not contain substances added for high fracture resistance, thus the properties are different.

Event description:
A lab technician experienced skin irritation on face, hands, fingers, palms and arms while using palaxtreme. The technician sought medical care and allergy testing from a dermatologist and was prescribed corticosteroid tablets and ointment. Results of the allergy test are not available at this time. The technician's symptoms are improving while using these prescriptions. This material is not sold in the USA, however, a similar product sold in the USA contains these same ingredients.